Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7123087 model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 30626336 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 567017 model/catalog description: wave writer alpha 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration after a fall and was confirmed via x-ray.

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration after a fall and was confirmed via x-ray. Additional information was received that the patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.